Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of corrosion was confirmed via submitted photos. The heartmate 14v battery (serial number (B)(6)) was not returned for analysis. An image provided by the customer revealed corrosion on two of the battery terminal contacts. Reported information stated that the patient was given new batteries. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The testing records were reviewed for the heartmate 14v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU (rev. D) section 3 - ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 - ¿powering the system¿ explain how to clean and maintain proper function of the batteries. Heartmate 3 patient handbook, section 4 - ¿living with the heartmate 3¿, states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that that there was some corrosion on the patient batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.